Manufacturer narrative:
This report addresses the restricted motion leaflet event on the second 20mm sapien 3 ultra resilia valve. A second report will be submitted for the restricted motion leaflet and central regurgitation event on the first 23mm sapien 3 ultra resilia valve. The investigation is ongoing.

Event description:
As reported an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, deployed with 3ml less contrast than nominal volume. While pvl (paravalvular leak) was not present, post dilation was performed to improve the valve indentation, after which the patient's blood pressure (bp) decreased to 70/20mmhg. A subsequent angiography revealed severe central regurgitation and a frozen leaflet. It was decided to perform a tav in tav procedure. A 20mm sapien 3 ultra resilia valve was deployed within the first (23mm) valve with 1ml less contrast than nominal volume, and post dilation was performed. The leaflets of the second valve also did not move and the patient's bp again dropped. A 23mm non-edwards device was then deployed within the second valve. The patient's hemodynamics improved and the procedure was completed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of motion restricted leaflet in patient was unable to be confirmed due to unavailability of relevant imagery/medical report. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet, including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, and post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. In this case, post-dilation was performed after valve deployment. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to leaflet motion restricted as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, d6a, g3, g6 and h2 have been updated.